Event description:
It was reported that the holster cable is broken off inside the control module. It was noticed during initialization that a green cable error occurred. When the holster was unplugged it was then noticed that a piece of cable was broken off inside the control module. The case was aborted with no further pt consequence.

Manufacturer narrative:
The analysis results found that they could not insert the green lemo connector due to physical damage to the connector per the customer's complaint that a piece of cable was broken off inside the control module. The analysis site replaced the green lemo connector to correct the issue. The holster was functionally tested and found to operate properly. The unit passed all qa functional testing and was returned to the customer.